Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed; and no physical damage was noted upon receipt. A review of the archive was performed and archive data indicated user advisory (ua) 7 (discrepancy between load1 and load2 too large). Functional testing was not performed as device displayed ua 7 upon powering on. In summary the customer's reported complaint was confirmed. The load sensing system was inspected which confirmed a weight/load imbalance between the two load cells. The load cell characterization test was performed, and load cell module 1 was noted to be defective. Thus the root cause for the reported ua 7 is related to defective load cell. The defective load cell was replaced to remedy the issue.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was returned to zoll for investigation on (B)(6) 2016, however the investigation is still in progress. A supplemental report will be submitted once the investigation has been completed.

Event description:
It was reported that during device check the autopulse platform (s/n (B)(4)) displayed user advisory 7 (discrepancy between load 1 and load 2 too large) error message. No patient involved with this event. No further information provided.